Event description:
Ous MDR - boston scientific received information that the patient with this right ventricular (rv) lead was hospitalized after it was discovered that they were not getting paced correctly. It was determined that this rv lead had dislodged. The patient is under medical supervision and is waiting for a revision to be performed to reposition this lead. No adverse patient effects were reported as this patient does not require 100% pacing in the ventricle. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.